Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver being frozen could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and the receiver displays initialization screen and continuously resets without displaying a trend graph. Due to the condition of the device, a data log could not be retrieved. The reported event of a frozen display screen was confirmed. A root cause could not be determined.